Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer report number 1627487-2022-01734. Related manufacturer report number 1627487-2022-01735. It was reported that the patient has been experiencing pain down their legs for about two months now. Patient received a trigger point injection. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.